Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was not returned to fisher & paykel healthcare (B)(4) for evaluation. We have made multiple attempts to obtain the complaint device and further information regarding the complaint, but no response was received. Our evaluation is therefore based on the event description and photographs provided initially by the customer. Results: it was reported that there were iron corrosion and/or rusting of the heated wire inside the evaqua breathing circuit. Visual inspection of the provided photographs revealed that brown secretion was found in the evaqua (expiratory) limb. A lot check was not performed as no lot number was provided. Conclusion: without the return of the complaint device, we were not able to confirm the reported fault. Patient secretion is not unusual, especially if the patient is a smoker. Fisher & paykel healthcare will provide a follow up report should we receive further information in relation to the cause of the issue at a later date.

Event description:
A hospital in (B)(6) reported via fph product specialist that "iron corrosion and/or rusting of the heated wire" was found on the evaqua (expiratory) limb of an rt340 adult breathing circuit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via fph product specialist that "iron corrosion and/or rusting of the heated wire" was found on the evaqua (expiratory) limb of an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining more information regarding the complaint and availability of the complaint device for our investigation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.